Manufacturer narrative:
(B)(4) follow up report for correction. This complaint was found to be a duplicate after the MDR was submitted, please refer to MDR 9479943. H3 other text : see narrative below.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok syringe contained foreign matter. The following information was provided by the initial reporter: "extra lubricant on plungers." Additional information provided on 1/04/2024: are you able to provide the dates of the events in the format of mm-dd-yyyy? If unknown, can state unknown. 12/20/23 how was the patient outcome? Are there any clinical signs, health consequences or impact? All stock was put on hold pending a confirmation that this deviation is not a health concern date: (B)(6) 2024, complaint number: (B)(4), account number: (B)(6), account name: (B)(6), contact person: (B)(6), product number: b-d303310z, product description: syringe,20ml,ll,sterile,latx free,50, sales order number: (B)(4). All stock was put on hold pending a confirmation that this deviation is not a health concern.